Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2017 prior to the date the manufacturer became aware.

Event description:
It was reported that the patient experienced pocket pain after losing ten pounds. The patient underwent an implantable pulse generator (ipg) explant procedure. The explanted device was kept by the facility. No device malfunction was suspected. No further information has been obtained.